Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cuff is blowing out." Additional information received on 15apr2025: it is my understanding from my front-line staff that we have experienced at least three of these endotracheal tubes failing while in use on a patient in our ICU. The failures that have taken place have occurred on three separate patients. Associated complaints 3003898360-2025-00407, 3003898360-2025-00409 and 3003898360-2025-00365.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "torn/ruptured - cuff" could not be confirmed upon investigation of the returned sample. The customer returned two representative samples in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found with the returned devices as they were both able to properly inflate and deflate. No leaks were found with the samples. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "cuff is blowing out." Additional information received on 15apr2025: it is my understanding from my front-line staff that we have experienced at least three of these endotracheal tubes failing while in use on a patient in our ICU. The failures that have taken place have occurred on three separate patients. Associated complaints 3003898360-2025-00407, 3003898360-2025-00408, 3003898360-2025-00409 and 3003898360-2025-00365.